Event description:
Rptr has had two episodes of electromagnetic interference with his pacemaker and anti-theft devices. Pt became unconscious and fell, lacerating his scalp, elbow and knees upon leaving a book store after passing through a magnetized security gate. This event resulted in his hospitalization for approx 10 days.